Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and the patient death as the patient was in active treatment at the time of the event. However, there is no documentation in the complaint file to show a causal relationship between the death and use of the cycler. The pdrn stated there were no cycler issues documented in the patient¿s record. Although the cause of death is unknown, the patient was recently hospitalized for anemia. Anemia in patients with chronic kidney disease results in reduced oxygen delivery to the body¿s organs and tissues leading to symptoms of anemia which is associated with hospitalizations, increased cardiovascular diseases, and mortality. Additionally, sudden cardiac death is responsible for approximately 29% of all-cause mortality in dialysis patients. The largest specific cause of death is attributed to arrhythmic mechanisms or sudden cardiac death. Based on the available information and no allegation or evidence of a device malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s death. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported a male pd patient had passed away while connected to the cycler. Additional information was obtained through follow-up with the pdrn. The patient was in active pd treatment on the liberty select cycler which was initiated on (B)(6) 2023. On the morning on (B)(6) 2023 (time not documented) the patient¿s daughter went to disconnect the patient from treatment and found the patient deceased. It is unknown at what point in time during the night or morning that the patient passed away. The documented date of death is on (B)(6) 2023. The pdrn stated there is no documentation in the patient¿s record of any issue with the liberty select cycler prior to the event. The record was reviewed back to on (B)(6) 2023. The patient was discharged from the hospital on (B)(6) 2023 for anemia unrelated to pd therapy or use of any fresenius products. The pdrn stated the patient did not have any other new recent health issues. The cause of death is unknown. No further information was available.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported a male pd patient had passed away while connected to the cycler. Additional information was obtained through follow-up with the pdrn. The patient was in active pd treatment on the liberty select cycler which was initiated on (B)(6) 2023. On the morning of (B)(6) 2023 (time not documented) the patient¿s daughter went to disconnect the patient from treatment and found the patient deceased. It is unknown at what point in time during the night or morning that the patient passed away. The documented date of death is (B)(6) 2023. The pdrn stated there is no documentation in the patient¿s record of any issue with the liberty select cycler prior to the event. The record was reviewed back to 02/jun/2023. The patient was discharged from the hospital on (B)(6) 2023 for anemia unrelated to pd therapy or use of any fresenius products. The pdrn stated the patient did not have any other new recent health issues. The cause of death is unknown. No further information was available.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. System air leak passed. Valve actuation passed. As received treatment was performed without any failures or problems. Mushroom head check passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported a male pd patient had passed away while connected to the cycler. Additional information was obtained through follow-up with the pdrn. The patient was in active pd treatment on the liberty select cycler which was initiated on (B)(6) 2023. On the morning of (B)(6) 2023 (time not documented) the patient¿s daughter went to disconnect the patient from treatment and found the patient deceased. It is unknown at what point in time during the night or morning that the patient passed away. The documented date of death is (B)(6) 2023. The pdrn stated there is no documentation in the patient¿s record of any issue with the liberty select cycler prior to the event. The record was reviewed back to (B)(6) 2023. The patient was discharged from the hospital on (B)(6) 2023 for anemia unrelated to pd therapy or use of any fresenius products. The pdrn stated the patient did not have any other new recent health issues. The cause of death is unknown. No further information was available.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] reported a male pd patient had passed away while connected to the cycler. Additional information was obtained through follow-up with the pdrn. The patient was in active pd treatment on the liberty select cycler which was initiated on (B)(6) 2023. On the morning of (B)(6) 2023 (time not documented) the patient¿s daughter went to disconnect the patient from treatment and found the patient deceased. It is unknown at what point in time during the night or morning that the patient passed away. The documented date of death is (B)(6) 2023. The pdrn stated there is no documentation in the patient¿s record of any issue with the liberty select cycler prior to the event. The record was reviewed back to (B)(6) 2023. The patient was discharged from the hospital on (B)(6) 2023 for anemia unrelated to pd therapy or use of any fresenius products. The pdrn stated the patient did not have any other new recent health issues. The cause of death is unknown. No further information was available.